Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Mitek received the complaint device and evaluated it visually. Visually, it was noticed that this device arrived already deployed off of the inserter and the suture is pulled out. In addition, there was some debris noted on the suture indicating the device was used. No damage was noted on the anchor or the inserter itself. It cannot be confirmed at what point the anchor was deployed off the inserter. A root cause cannot be determined for the user to have experienced this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by our affiliate that the device was damaged. A non-sterilized anchor was found broken and was not used on the patient. The procedure was completed with another like device.